Event description:
Information was received from a consumer regarding a patient receiving bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that when they went to give themselves a bolus, the controller went from 0% to 90% within seconds and then it went from 90% to 100%. It took longer than 1 minute and 5 seconds to deliver the bolus. The patient said they were in their pain management doctor's office and showed his assistant what the controller did. Per the patient, they handed the assistant the controller and communicator and the assistant went to the opposite side of the room and the controller was still showing bolus started even though the communicator was not over the pump. The agent asked if the patient was getting their boluses and the patient said yes just taking a long time. During the call, the patient mentioned ¿he has his right rotator cuff right above his right hip and it has two tears in it and if they has to hold it there for a long time, his right shoulder goes to excruciating pain to give himself a bolus.¿ the patient also mentioned that this was their third controller they were on right now because they had issues and troubles with them in the past and they sent him a replacement. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient called back later the same day stating that it was time for them to deliver a bolus. The patient went through the connection process, and it stalled at 91 percent, and he placed the communicator on the table next to him and the bolus went through after a few minutes, so the agent agreed to replace communicator. A replacement communicator was requested from the repair department because of the poor telemetry. No patient injury reported. Additional information was received from a consumer (con) stated that they received replacement communicator but receiving device not found after selecting switch communicator. The agent had patient toggle airplane mode on and off and restart handset and communicator but did not resolve issue. The agent was going to transfer patient to healthcare information technology (hcit), but call was dropped. The patient called back and was transferred to hcit.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.